Event description:
It was reported that prior to a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface left (sasi) was being used when an error code popped up on the base station device. During an in house evaluation, it was found that the sasi was loose between the main body of the sasi in the direction parallel to the saw blade. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. It was found that the the overall appearance of the device showed signs of normal wear from multiple uses in a clinical setting. While conducting functional tests with the production equivalent saws attached, the assessment revealed a moderate toggling between the saw-sasi clamp mechanism and the main body of the sasi in the direction parallel to the saw blade. Despite the toggle, there was no undesired movement or play noted between the saw-sasi clamp mechanism and the saw. The issue related to the looseness is being addressed through a CAPA. The assignable root cause was due to design. (B)(4)